Event description:
It was reported that the balloon was damaged and leakage was found after testing. Per additional information, it was confirmed that the balloon leaked and a broken balloon was suspected. Per investigation, the evaluation found a pinhole in the sac.

Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received 1 bardia catheter for evaluation. The sample was visually evaluated and a pinhole in the sac was observed. Per the functional evaluation, the balloon was inflated with water and water was observed leaking from the balloon. The pinhole was evaluated under a microscope and noted to be round and smooth. The exact cause of sample condition could not be determined and could not assign a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was damaged and leakage was found after testing.